Event description:
A customer contacted beckman coulter regarding an erroneously high glucose (glum) result from a single patient sample that was generated by the synchron lx20 instrument. A patient sample was tested for glum and a result of 160mg/dl was obtained. The glum result was reported out of the lab and a physician questioned the result which did not correlate with the point-of-care (poc) result of 35mg/dl. The lab re-run the sample for glum and the repeated result was 40mg/dl. No treatment was initiated based on the high glum result reported.

Manufacturer narrative:
The customer runs qc once a day. Qc results did not indicate any glum issue. No other glum results were questioned at the time of this event. The specimen was collected in a sodium fluoride, pediatric tube. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the reagent cup was not filling properly. The fse installed a new reagent pump. The fse conducted a study which failed. The fse installed a new stirrer motor assembly. Hardware issue addressed by the fse is suspected to have contributed to this event. A malfunction will be assumed for the purpose of this report.